Manufacturer narrative:
(B)(4).

Event description:
Patient's physician contacted dexcom on (B)(6) 2016, to report that a patient experienced an extreme hypoglycemic event, resulting in medical intervention on (B)(6) 2016. Patient did not hear the low alarm but the patient's daughter heard it. Patient's blood glucose (bg) was 24 mg/dl at the time of the reported event. Patient's daughter found the patient at home and unconscious on the floor. Patient's daughter called 911. Emergency medical technician's (emt) showed up and administered intravenous (IV) glucose. Patient was taken to the hospital and released at midnight on (B)(6) 2016. Patient was currently taking medications at the time of the reported event. Additionally, it was reported that the patient was using an insulin pump and her physician had dramatically dropped her pump settings, but the patient was still experiencing low blood sugar. At the time of contact, the patient's current condition was reported to be "ok". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in medical intervention.